Manufacturer narrative:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 83-year-old male patient with a history of coronary artery disease (cad). The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. After removal of the impella, the patient developed a pseudoaneurysm of the right femoral artery. The site was closed with 3 percloses and manual pressure. The post-procedure outcome is survival at explant. The impella cp will be coded for vascular pseudoaneurysm, hemostasis, and serious injury. Vascular injury is listed as a potential adverse event documented in the instructions for use (IFU). Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinica/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6: e0506 added per information in the complaint file. A150207 omitted, this code was added in error. Clinical narrative updated: an impella cp was inserted via the right femoral artery in an 83-year-old male who presented for high-risk protective percutaneous coronary intervention with known coronary artery disease. The purge solution was running with dextrose 5% in water. The patient underwent left anterior descending coronary angioplasty, percutaneous transluminal coronary angioplasty stent placement, atherectomy, and intravascular ultrasound guidance during the procedure. Following device removal, the right femoral access site was closed using three perclose devices with adjunct manual pressure. Subsequently, the physician documented development of a right femoral artery pseudoaneurysm at the access site. The event was described as a minor bleed with vascular pseudoaneurysm requiring hemostatic management related to large-bore arterial access. A comprehensive review of the available information did not identify evidence suggesting that device performance contributed to the reported access site complication. Vascular pseudoaneurysm and bleeding are known risks associated with large-bore femoral arterial access, percutaneous coronary intervention, and vascular closure devices. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The doctor states pseudo aneurysm of right femoral artery after impella removal. The site was closed with 3 perclose and manual pressure. The patient was in stable condition.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/vascular pseudoaneurysm: the cause of the access site adverse event was not determined due to insufficient clinical details device history review: the device passed all post sterile inspection checks.